Event description:
A patient reported poor communication with and without antenna attached. The patient was trying to have an MRI of his shoulder and they could not determine eligibility. The MRI was not device related. No patient symptoms were reported. The patient was instructed to call back once they had access to their equipment. The indication for implant was spinal pain.

Event description:
Additional information was received from the patient. The patient confirmed that the recharger and patient programmer would not communicate with the implantable neurostimulator (ins). The last successful recharge and the last time the patient felt stimulation was 3 to 4 months prior to report. The patient was redirected to their healthcare professional.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) reporting that the battery was charged and the inability to communicate resolved.

Manufacturer narrative:
(B)(4) do not apply to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.